Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where infusion set cannula was split in half the long ways on (B)(6) 2024. Patient noticed the symptoms within 3 or more hours after insertion. Insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.